Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a total gastrectomy procedure, the hand switch on the device was non-functioning. Another device was used to complete the case. There was no adverse consequence to the pt.